Event description:
During orthopedic procedure, the synthes drill bit (broke into 3 pieces) and a screw tip broke while in use in patient's wound. Md ordered fluoroscopy and determined that there was a piece of the drill bit that was visible and retrieved it. When lining up the broken drill bit amongst a drill bit that was intact, there was still a small piece missing. Missing piece retrieved by md.